Event description:
It was reported that the customer's insulin pump was alerting for an empty reservoir and the reservoir was completely empty. Customer stated that the o-rings are still intact. Customer reported that there was no moisture damage. Customer thinks that he never filled the reservoir and mentioned that the vial is empty. Troubleshooting was stopped because, this is not supporting data that the insulin leaked out of the reservoir as it appears that the customer did not fill it. Customer was able to get a new reservoir and rewind/prime with no issues. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.